Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -13.50/3.0/093 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022 as a replacement lens. The patient experienced refractive surprise and discomfort. Reportedly the patient is "very uncomfortable and disappointed with refraction results". Additional comments from reporter- "good jump but refractive error. Good length of the implant but not hypermetropia power. Patient with keratoconus od/os, strabism - retina laser." The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.50/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022 to address excessive vault and significant reduction of iridocorneal angles. It was reported that the vault issue resolved but reporter states that the patient is very uncomfortable and disappointed with her refraction results, lens remains implanted. Additional comments from reporter- "good jump but refractive error. Good length of the implant but not hypermetropia power. Patient with keratoconus od/os, strabism - retina laser."

Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was exchanged with a different model. H6-health effect - impact code: "2199" should be removed and "4629" should be added. H6- medical device problem code: "2993" should be added. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).